Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 1 day following the implant of this transcatheter bioprosthetic valve, continuous hemodiafiltration was performed for acute kidney injury. 12 days later, after a spasm was noted, magnetic resonance imaging revealed a micro cerebral infarction. Approximately 3 weeks later, the patient was hospitalized again for congestive heart failure (chf). Another hospitalization due to chf occurred approximately 5 months and 1 week later. Approximately 4 months and 20 days after this, the patient was hospitalized with non-occlusive mesenteric ischemia (nomi). Emergency surgery was performed for nomi.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.